Manufacturer narrative:
Concomitant medical products: product ID: evproplus-26us, serial/lot #: (B)(4), ubd: 21-mar-2022, UDI#: (B)(4) product analysis: the first valve was discarded and the second valve remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) non-medtronic balloon. After the valve had been implanted, during withdrawal of the delivery catheter system (dcs), the valve was pulled into the ascending aorta. The valve was snared and upon trying to dis engage the snare from the tab of the valve, an aortic arch dissection occurred. Per the physician, the dcs did not interact with the valve causing it to dislodge and did not contribute to the aortic arch dissection. Subsequently, a second transcatheter valve was successfully implanted. However, further open heart surgery was required to repair the aortic arch dissection, and the first valve was explanted. The patient was transferred to the intensive care unit (ICU) on ventilation. The morning following the implant procedure, the patient was observed to not be following commands. A computed tomography (CT) performed, which indicated showering of plaque in all hemispheres. The patient had suffered a cerebral vascular accident (cva). No treatment was performed regarding the cva. Per the physician, the cause of the cva was impossible to determine. The physician and surgeon commented that the pre-bav, snaring of the first valve or tracking the dcs could have all contributed, however the cause was not able to be conclusively determined. The patient does not have a medical history of transient ischemic attack (tia) or cva. The patient was transferred to a long-term care facility with a feeding tube. The patient was reported to be breathing on her own, tracking with her eyes and withdrawing from painful stimuli. The patient was placed on palliative cares. No additional adverse patient effects were reported.